Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the manufacturers representative (rep) was with the patient and waiting for the health care professional (hcp). The pump had reached elective replacement indicator (eri) and they did not plan on replacing the pump at the time so they wanted to permanently shut it off. A pump off password was provided and the rep was to relay the information to the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer's representative regarding a patient who was receiving morphine (concentration 4 mg/ml, at minimum rate dose) via an implantable pump for non-malignant pain and failed back surgery syndrome. An alarm was heard and confirmed by telemetry to be due to safe state, reset, low battery. On the morning of this report date was when the patient first heard the pump alarming, the pump had been programmed to minimum rate for quite some time because elective replacement indicator (eri) was approaching and patient was not going to have the pump replaced/explanted. The reporter inquired about silencing the audible pump alarm and would confer with the health care professional and patient. There were no medical symptoms reported. No further complications were reported.